Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number: k101086.

Event description:
It was reported that the patient underwent initial hip arthroplasty and subsequently six days later the patient was revised for a loose stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI: (B)(4). Concomitant medical products: item# 110024465 g7 dual mobility liner 46mm g lot# 274050, item# ep-200152 act artic e1 hip brg 28x46mm lot# 135070, item# 650-1157 delta cer fem hd 28/+3mm t1 lot# 2018100075. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.